Event description:
This female pt was admitted for coronary intervention. The pt history and indication for the procedure are not known. Angiography revealed a 90%, de novo, highly calcified lesion in the proximal through mid-lad. A launcher 6fr gc was engaged into the vessel. Pre-dilation was conducted with a 2.25x20mm maverick2 balloon. Inflation time and pressure are unk. Ivus was inserted, but it would not cross the lesion. The physician attempted to advance a 2.5x10mm cutting balloon, but it also would not cross the lesion. Pre-dilation was conducted again with a 2.5x20mm nc mercury ballon inflated to 18atm. A cypher 2.5x23mm stent was advanced to the lesion site; however, because the lesin had concentric, high degree of calcification, the cypher sds became stuck. The physician withdrew the sds slowly, but only the sds came back; the stent dislodged in the pt over the guidewire. The stent was retrieved with a gooseneck snare, and there was no reported pt injury. The procedure was completed with balloon angioplasty only.

Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product.